Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The hcp reported that the pt was experiencing intolerable edema in the lower extremities with intrathecal opioids and the pump was explanted and replaced. The pt was receiving hydromorphone via the drug pump; previously prescribed morphine. The pt was also experiencing diarrhea, flu symptoms and thought she was in withdrawal. She has had above described symptoms for > 6 mos. The drug dose was decreased resulting in decreased edema, but increased pain. The symptoms were not resolved with the new pump. The hcp does not believe that this is a pump mechanical issue. The pt has recovered without sequela. It was noted that this event was also reported on MFR's report #: 6000030200601109.